Event description:
Pediatric trach in place balloon did not properly inflate. The baby had significant respiratory distress and high co2 due to poor ventilation. To find functioning trach balloon 2 other trach tested with balloon failure. FDA safety report ID# (B)(4).